Manufacturer narrative:
The field service engineer (fse) observed the baths and vacuum isolator chamber (vic) did not drain due to a clogged pinch valve lv13 tubing. The fse flushed pinch valve lv13 with 50/50 water/bleach ratio and resolved the issue. The baths drained normally. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported approximately one hundred (100) milliliters of fluid overflowed from the baths within the instrument and vacuum isolator chamber (vic) full involving the coulter act diff 12 analyzer. The operator¿s hands had contact with the fluid, but there was no contact with cuts or mucous membranes. The operator washed both hands. There was no operator injury associated with this event. The operator discovered the fluid leak after removing the protective gloves. The customer stated one patient¿s white blood cell (wbc) result had aperture alerts and was discarded; it was not released from the laboratory. There was no patient impact associated with this event. Previous patient results and controls were acceptable with no aperture alerts. The customer was advised to wear proper personal protective equipment (ppe) prior to system troubleshooting. The customer verified the waste tubing was not pinched and replaced the preventative maintenance (pm1) tubing. The baths drained but the vic did not. The customer replaced the cv6 valve and drained the vic but the baths continue to overflow. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.